Event description:
During a laparoscopic cholecystectomy the surgeon felt a shock in his hand and some surface burning on the liver was noted. A laparoscopic hook electrode was being used at the time.no treatment or additional surgery was needed.